Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. There was not harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval. During testing, the device tripped the 5 amp breaker, alarmed and stalled. The device's rotation hinge was found to be bent which caused the issue. The device's rotation hinge was replaced to address the issue.